Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the blade of the device was dull from the beginning, but the device could be used. After the myomas were cut with the device approximately fifteen to twenty times, the blade stopped rotating. The surgeon took apart the blade housing from the main unit, and the blade rotated properly. The surgeon detached and attached the blade housing continuously, and grasped the trigger, and then the device worked properly. The procedure was completed successfully with the device. There were no adverse patient consequences.